Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/urgency frequency it was reported that at the post-op visit on (B)(6) the patient relates good symptom control but has sporadic vaginal pain and shocking sensation. They have talked to a rep; changed the program on (B)(6) and have not experienced any more pain. The patient will have an in -person apt. With rep if symptoms continue. (B)(6) saw rep in office. Notes state they felt like they had pain every time they made an adjustment. The rep turned the device off, and the pain went away. Turned back on to program 5 but with no symptom relief. Adjustments were made to their program on (B)(6). Reports sporadic vaginal pain and shocking sensation on (B)(6) 2026. The device interrogation/device data specify results: saw rep in office. Interrogation normal. The program was adjusted on (B)(6) 2026. It was stated that this was probably related to the device or therapy and not related to the implant procedure. Due to programming specify final programming date and time for most recent interrogation prior to event: (B)(6) 2026. The outcome is ongoing.